Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated while on call, the device had an error alarm, and it resets itself. The customer stated that he was not able to rewind the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error, as a result of a motor encoder signal being out of phase.